Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure. According to the complainant, the shunt system was believed to be clogged / operating in under-drainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) year, height: 77.9 cm, weight: (B)(6) kg, gender: female. Event as medwatch # 3004721439-2021-00298.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: delivery liquid with many particles. Deposits in the ped. Prechamber . Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is non-permeable, while the shuntassistant is permeable. Computer control test: due to the clogging of the progav 2.0, the test could only be performed on the shuntassistant. The computer controlled test showed the opening pressure of the shuntassistant, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 3.39 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Additional testing did not significantly change the results. According to our results, we are able to determine the presence of an accelerated outflow. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation results, we can identify a "blockage" in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Same event as medwatch#: 3004721439-2021-00298.